Event description:
It was reported that 1 bd ultra-fine¿(B)(6) pen needle was unable to prime. The following information was provided by the initial reporter: the consumer reported that when priming no insulin comes out. Date of event: unknown samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip code: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was unable to prime . The following information was provided by the initial reporter : the consumer reported that when priming no insulin comes out. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-21. H6: investigation summary customer returned (1) used 32gx4mm bd pen needle without a tear drop label attached. The consumer reported when priming no insulin comes out. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was bent. The bent npe cannula would be the cause for no flow through the pen needle, hence, the customer would think that the pen needle was clogged. Since the pen needle was returned after use, the probable cause of the bent npe cannula is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent). The root cause for this issue is user related. The npe cannula was bent after the user handled the pen needle.